Event description:
The pt reported there is a black spot on the display of the infusion device and the display is partial. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united stated. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.